Event description:
It was reported that during implantation, the lead experienced improper sensing measurements. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the lead exhibited normal electrical characteristics. Fried body fluids inside the inner insulation prevented the helix extension. Too may revolutions when trying to extend the helix caused the inner coil to become over torque. The helix could be fully extended and retracted on a short length of the lead.